Event description:
It was reported that the customer had high blood glucose levels of 400 mg/dl. The customer was hospitalized for high blood glucose levels. The customer reported going to the hospital and was given insulin intravenously. The customer indicated having symptoms consistent with high blood glucose levels including dehydration. The customer was wearing the insulin pump at the time of hospitalization but has reverted to manual insulin injections ever since. Troubleshooting was done. The customer reported that the tubing on the insulin pump appeared to be crimped. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.